Event description:
Pt reported that their one touch ultra meter was reading inaccurately erratic. During troubleshooting, pt was walked through two control solution tests, which both failed. Pt also performed a precision test with results of 285 mg/dl and 545 mg/dl on their meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.